Event description:
The physician attempted arteriotomy closure with the starclose device following an unk procedure. During the procedure, the vessel locator prematurely released. Hemostasis was achieved with manual compression and there was no reported pt injury.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.